Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
On (B)(6) 2013 it was reported that during vns generator replacement surgery on (B)(6) 2013 (due to end of service), it was observed that the lead was broken. The patient was still implanted with a new generator; however, the device was left programmed off. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. A battery life calculation indicates about 0.44 years until eri = yes. The last diagnostics in the manufacturer's records show that the device was within normal limits on (B)(6) 2010. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed; however, a suspect area of the lead was identified near the electrodes and between the two tie-downs. Based on the images provided, the cause of the high lead impedance remains unknown.

Event description:
The patient's treating physician reported that the patient was inherited by another physician, but that the lead break was known. The clinic notes were reviewed by the physician and it was reported that only the generator was replaced due to the surgeon not having a compatible lead. The generator remains programmed off. It was reported that the patient is doing well.

Event description:
It was reported that the patient was seen by the physician and high impedance was not observed. The device was programmed back on.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's generator was replaced and that the patient was experiencing an increase in seizures which was a reason for replacement. Lead impedance was reported to be ok after generator replacement. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Product analysis for the generator was approved. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.584 volts during completion of the final electrical test and shows a neos = yes condition. The postburn electrical test results show that the pulse generator module performs according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.